Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received for evaluation. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: no corrective actions are necessary at this time.

Event description:
It was reported that unspecified bd¿ syringe safety mechanism was not working properly. This was discovered before use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported that the rn's were having issues with syringe needle connectivity, needle shielding failure and safety mechanism not working properly.